Event description:
It was reported that the remote monitor would not power up. Several outlets were tried but the situation did not resolve. A new power cord will be sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor would not power up. Multiple electrical outlets were tried and another power cord was provided, but the monitor was returned. No patient complications have been reported as a result of this event.